Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record, the certificate of compliance and the raw material certificate indicate that the released product met all requirements to perform as intended. The returned item has been inspected: plastic handle is broken, surface state shows ageing due to sterilization cycles. Based on the available information, the most probable root cause is the thermal dilatation of the material during repeated sterilization cycles that had generated constraints within the material, leading to cracks and finally breakage of the handle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle broke during surgery. The event had no impact to patient or surgery.